Event description:
On (B)(6) 2012, the patient was undergoing treatment for acute cerebral infarction. The physician felt uneasiness when the pss032 passed through in front of the taper area of the psc032 and failed in introducing. Although separators often meet difficulty in passing through the taper area, the psc032 itself might have flatness in this case. Another new psc032 from the different lot was used instead. The patient blood vessel was normal and tici score after the procedure was 2a.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter shows damage to the distal shaft. Conclusion: the complaint has been evaluated and confirmed. The physician mentions that he felts uneasiness while advancing with advancing a pss032 through the tapered area of the catheter. This was likely due to the ovalization in the distal end of the catheter. The separator appeared to be kinked at the tip and broken (50.0cm) from the proximal end. This is likely occurred when the physician attempted to advance the separator passed the kink in the catheter, causing the tip of the separator to kink and create resistance between the separator and the catheter. Continued attempts to advance the separator again the resistance may have caused the proximal end of the separator to bend and eventually kink leading to a break in the wire due to metal fatigue. The IFU for these devices states that damaged devices should not be used and devices should not be advanced again resistance until the cause of the resistance is identified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.